Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. The root cause is undetermined. All information reasonably known as of 15 aug 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units, involving two different patients. This is the second of two reports. Refer to 9611594-2023-00112 for the first report. It was reported, ¿per inpatient medical doctor [md] note: patient presented to the emergency department [ed] with a broken nasoduodenal [nd] tube and was found to have increased work of breathing. He was admitted to the hospital and another nd tube was placed at bedside in the morning- xray performed to confirm placement. The x-ray also showed the broken tip of the previous nd tube in the stomach. Old tube was broken at the 25 cm mark. Patient was taken to the operating room [or] for endoscopic removal of the nd piece and replacement of a new nd tube. Endoscopic removal of the nd tube and replacement of a new nd tube was successful per gastrointestinal [gi] md notes.¿ the initial date of ng tube placement is not known.